Event description:
Additional information was received from the consumer indicating that the increased shaking occurred from just the cellphone interference. Steps to resolve the increased shaking involved using the ins that was given to them. The patient reported they shocked themselves and they need a new device. The one they have is pretty old and is not working right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that they had the device reprogrammed and now it works fine.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient's device was experiencing interference from cell phones for about a year and something unknown for a couple of years. It was noted the patient had an implanted defibrillator, and was not sure if it was interacting with the deep brain stimulation (dbs) device. The patient also mentioned the microwave and refrigerator as possible sources of emi as the patient had read about these items. The patient tries not to use the microwave and was using the house phone at the time of this report. No change in symptoms was noted at the time of this report, but the patient allegedly experienced increased shaking when the emi occurs. It was stated the shaking in the patient's left hand had generally worsened compared to the right hand over the last few months, but it was not known if this was because the implant had "gone haywire or what." No further complications were reported.